Manufacturer narrative:
No medical images have been made available to the manufacturer. Medical records were provided and reviewed. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: a patient with multiple trauma status post motor vehicle accident was hospitalized and had a vena cava filter deployed. Approximately twenty-four days post hospital admission, the patient was discharged. Approximately two months post filter deployment, the patient was hospitalized. During hospitalization, the patient developed an acute saddle pulmonary embolism with a large amount of thrombus into the main and both pulmonary arteries. A venogram of the abdomen and pelvis, which demonstrated thrombosis within the existing filter proximally and distally with almost complete occlusion of the vena cava at the level of the renal veins. In addition, the filter was tilted and had migrated to the origin of the renal veins. During the procedure, two thrombolytic catheters were placed. Approximately two months post filter deployment, the patient was scheduled for a filter retrieval procedure. The filter was then partially inserted into a sheath but was caught up in the internal jugular portion. A cutdown incision was performed to retrieve the filter from that location. Approximately one month post hospital admission, the patient was discharged. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with trauma/motor vehicle accident. At some time post filter deployment, allegedly the filter tilted and embedded in the wall of the ivc and migrated to an eccentric position. The device has been successfully removed; there were no reported impacts or consequences to the patient.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. The vena cava filter was deployed infrarenal with mild tilt toward the patient¿s right-hand side. Approximately two months post filter deployment, the patient developed an acute saddle pulmonary embolism with a large amount of thrombus into the main and both right and left pulmonary arteries. A CT venogram of the abdomen demonstrated the filter to be tilted and that it may have migrated to the origin of the renal veins. Approximately two months post filter deployment, a catheter was inserted for clot removal and standard loop snaring technique was used but was unsuccessful. Two wires were advances to caudal the filter but were unsuccessful, and the wires were captured with a snare device. The filter was then partially inserted into a sheath but was caught up in the internal jugular portion. A cutdown incision was performed to retrieve the filter from that location. Therefore, based on the provided medical records, it can be confirmed that the patient experienced pe after filter implantation. The origin of the pe and the relationship to the filter has not been established in the provided medical records. The investigation is confirmed for a tilted filter and retrieval difficulties. The investigation is inconclusive for the alleged migrations as the location of deployment and a confirmation that the filter migrated has not been provided in the medical records. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Filter malposition. Filter tilt. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with trauma/motor vehicle accident. At some time post filter deployment, allegedly the filter tilted and embedded in the wall of the ivc and migrated to an eccentric position. The device has been successfully removed. The current patient status is unknown.